Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 197 mg/dl range.